Manufacturer narrative:
The insulin pump was received with operating currents within spec. The pump passed functional testing including the self test, rewind, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No unexpected low reservoir alarms were noted during testing. The pump was programmed with correct time and date and monitored. No time anomalies were noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the clock advance 15 minutes per day despite battery replacement and reprogramming. The insulin pump was also alarming a replace reservoir alert every day. The customer's blood glucose level at the time of the event was unknown. There is no indication that troubleshooting resolved the issue, or was even performed. The insulin pump is not expected to be returned for analysis.